Event description:
It was reported that during flow test at 20 ml, the pump displayed a reading of 20 ml, while the analyzer recorded 14.92 ml. The event occurred during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that complaint of, the device had a bubbled and unattached dso seal, confirmed through, visual inspection. Replaced, dso seal. Performed dso sensor check. Dso calibration.upon further investigation, found preventive replacement of motor, uso seal bubbled, and pwa was damaged. Replaced motor, uso seal and pwa. Dso/uso calibration performed. Performed pvt, unit passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.